Event description:
An 8.0 polyax screw went through the plate and never locked into the plate. When trying to back the screw out it stripped. This caused a 30-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.